Manufacturer narrative:
On 06 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem and head) occurred 7 years after primary total hip arthroplasty. According to the report, the reason for revision is stem aseptic loosening. The poor quality radiographic image provided doesn't allow an adequate clinical evaluation. Aseptic loosening is a possible, literature described mid-term adverse event following cementless tha and causes are often unknown. On the basis of available information, the reason of this event cannot be determined batch review performed on 17 october 2017. Lot 093017: (B)(4) items manufactured and released on 09 may 2010. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, (B)(4) stems of this lot have been already sold and this is the second similar issue reported on the lot. On 19 october 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the stem was analyzed: it was visible a surface without ha remained and the presence of fibrotic tissue on the body in the metaphyseal area. Moreover, great signs of removal were visible in the intradox and on the taper, the last ones occurred by the use of the stem extractor. Also signs on the neck were present. In the ceramic ball head there were a big sign, probably occurred during the extraction. All these signs show a demanding revision phase, apparently showing a good anchorage of the implant into the femur. From the received pieces it was not possible to determine the root cause of the event.

Event description:
Seven years after primary the surgeon detected stem loosening and revised the patient swapping successfully the stem and the liner.